Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
Customer reported noticing air bubbles in the tubing and reservoir twelve hours after changing the set and stated that they last for a long time as well. Customer also mentioned having high blood glucose readings and stated that they have treated with five units of manual injection. Customer's most recent blood glucose reading was noted to be 170 mg/dl. Customer mentioned noticing a crack in the reservoir tube lip and stated that with the previous insulin pump they smelled insulin, however they do not with the current one. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.